Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 15727841. UDI: (B)(4).

Event description:
It was reported by the patients daughter that the patient was unable to have a magnetic resonance imaging (MRI) due to issues with the spinal cord stimulation (scs) implantable pulse generator (ipg). The MRI was needed to evaluate possible paralysis due to a fall. However, the patient was unable to have a MRI due to her device and wanted her device explanted and replaced with an ipg for conditionality. No revision procedure has been scheduled yet.